Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on future date due recurring incontinence. Should additional information be received, a supplemental report will be filed for the addition information.